Manufacturer narrative:
Sex/gender: unknown/ not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had a myopic surprise and poor vision after implantation of the zcb00 +22.5 diopter tecnis monofocal iol (intraocular lens) into their right eye (od). Reportedly, the lens was explanted and replaced with a zcb00 +21.0 diopter. No incision enlargement, no vitrectomy was performed and no sutures were used. The patient was reported doing well when discharged. The account commented that the explanted lens is not available for inspection. Patient's visual acuity pre-op (pre-initial implant): 20/30-3. Patient's visual acuity post-op (post-initial implant): 20/100+2. It was also noted that there was no treatment or prescription given by the doctor outside the normal post-operative treatment. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4).